Event description:
The device was used during a left femoropopliteal saphenous vein graft bypass. One pass of the device was used without issue. The site attempted to insert the delivery catheter for a second pass without the insertion tool and it was noted the second (proximal) basket was not delivery smoothly. The site then stopped and loaded with the insertion tool, but noticed the second basket was "mildly malformed." The device was still used to perform a second pass. Upon removal, the proximal basket was completely separated from the basket collar, but remained on the wire. The reported issue did not result in any complications or delays. The procedure was completed with the use of a second device. There was no patient harm.

Manufacturer narrative:
H3: device analysis confirmed the reported issue. The basket wire was returned with the proximal basket detached, prolapsed, and over the distal basket. The three basket struts were separated from the basket collar. The reported issue was attributed to improper handling and use of the basket wire.